Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 96 mcg/day) via an implanted pump. The indication for pump use was stroke, intractable spasticity, and other intractable spasticity. On (B)(6) 2016, the drug in the pump was changed to gablofen (500 mcg/ml) and an error was made when programming the bridge bolus. The reporter initially programmed the bridge correctly with the 96 mcg/day as the oddd (old drug desired dose). She then decided to try to bring the patient down to a lower desired dose per day of 76.82, but did not change the programming back to 2000 mcg/ml so the programming showed bridging from 500 mcg/ml to 500 mcg/ml and the oddd was set to 76.82. This meant that the flow rate would be running the 2000 mcg/ml drug at a rate of 12.5 mcg/day or 307 mcg/day which was higher than what the patient was getting previously. The pump was updated at 11:30 am and the reporter would likely be reprogramming the pump at 6:15 pm. The reporter called back and confirmed that the pump was reprogrammed and updated. The patient had no symptoms of overdose at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.